Event description:
A surgeon reported a patient experienced posterior capsular opacification (pco) after intraocular lens (iol) implantation. Pco was first identified seven months after surgery. At that time the patient reported difficulties with near vision. On (B)(6) 2014 a second doctor diagnosed bilateral after cataract. According to this doctor the after cataract had already been removed. The iol was noted to be in good location, however, film was seem on the surface. The initial reporter confirmed the pco diagnosis and indicated the patient was experiencing glare. According to the reporter, the reason for this event was not know. Additional info has been requested but not received to date. This is one of two medical device reports being filed for this patient. This report is for the patient's right eye.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional info has been requested but not received to date. (B)(4).